Event description:
It was reported that the patient died. In (B)(6) 2020, the subject presented with myocardial infarction and unstable angina and was referred for cardiac catheterization. The target lesion was located in the middle right coronary artery (rca) with unknown% stenosis and was 30 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 4.00 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on clopidogrel and other antiplatelet medication. In (B)(6) 2025, the subject died, and the primary cause of death was unknown. The subject was on clopidogrel and other antiplatelet medication. There was no action taken to treat the event and it is unknown if an autopsy was performed.

Manufacturer narrative:
B2 date of death: estimated based on the event date as the exact date was unknown. B3 date of event: estimated based on the event date as the exact date was unknown.